Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device¿s trigger fell off the handpiece and the spring was missing. It was further determined that the device¿s safety ring was bent. It was further determined that the device failed pretest for check for sticky trigger fail and general condition therefore, the reported condition was confirmed. The assignable root cause was determined to be due to the user, which is user error.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that on (B)(6) 2025, the patient underwent a bilateral hip arthroplasty (bha) surgery using the battery oscillator device. The procedure was completed successfully without any surgical delays. Following the surgery, on (B)(6) 2025, the device was inspected after sterilization in an autoclave and it was observed that the trigger component had detached. The reporter stated that since no issues arose during the operation on (B)(6), it is believed that there were no adverse effects on the patient. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.